Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received reporting that at time of deployment and after deployment there were no concerns of stability of the valve. There were some imaging challenges that we had to overcome such as shadowing and multiple views were used to confirm capture and ice as well. The physician and team felt confident they had capture. The assisting physician said he imaged the valve prior to chest compressions, and he said the valve was very stable at that time. It was only after chest compressions that the valve canted. After internal image review, the procedural tee noted there is evidence of the 48 mm evoque valve was deployed too atrial with lateral aspect more atrial (>10mm from the tv annulus). Most of the anchors are at the annulus. Limited procedural images received of the deployment steps. The evoque valve appears minorly unstable. The final transvalvular tr is trace, with two pvl jets: a mild to moderate lateral jet and a trace septal jet. The tv mean inflow gradient measures 2 mmhg at 69 bpm. Cannot confirm any device related issues or malfunction. The major root cause for valve migrates from deployment position cannot be identified from imaging. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient experienced pulseless electrical activity which required CPR and defibrillation shocks. The pea occurred between 30 minutes and 2 hours after the patient left the procedure. The patient coughed up blood prior to experiencing respiratory arrest and pea. The patient had broken ribs due to CPR. After this event the patient had a CT, and the valve was identified as canted. The valve was implanted well and was dislodged during CPR post procedure. No actions have been taken to treat the canting. The valve was noted to be canted toward the atrium, which limited available options for additional action. Although other potential actions such as moving to surgery were being considered for the patient, according to the latest update the patient is dnr and is being transferred to hospice. The reported perceived root cause for pea was due to respiratory arrest. During the index procedure, all of the secondary flex was needed to get relatively central, and all of the depth knob was needed to be deep enough to capture leaflets. However, there were sufficient device maneuvers to successfully deploy the valve and still had 2 of depth on at valve deployment. Both ice and tee were used during procedure. All leaflets had confirmed capture. The anchors were at the hinge points of the annulus prior to final valve release. The final valve deployment position was at annular level. There was no pvl observed and only potential trace central regurgitation noted. Per internal imaging review of the post operative day (pod) 1 CT, findings indicate migration of the 48mm evoque valve from its originally deployed position. The lateral aspect is more atrial 10mm from the tv annulus with most of the anchors near the annulus. The major root cause for valve migrates from deployment position cannot be identified from imaging.